Manufacturer narrative:
The flexcath steerable sheath was not returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a cryoablation procedure, not long after the first contrast injection (prior to the first ablation), it was noticed that there was st elevation on the surface ECG. A 100% oxygen was given and cardiac pacing initiated at 100ppm. The st segment elevation resolved within 5 minutes. The procedure was completed without further incident. There was no report of a device malfunction.